Event description:
It was reported that on (B)(6) 2022, during field inspection in sterile processing department the screw driver broke. This complaint involves one (1) device. This report is for one (1) sd scrwdrvr shft/t4 50/self-retain/hxc this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.